Manufacturer narrative:
The information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was using 630g insulin pump at the time of incident which did not consist auto mode feature. So, no auto mode information.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer ended up in the hospital. Customer also reported that the insulin pump was not working. Customer offered that carelink highlight the benefit of carelink but customer decline and it was not advised by the doctor. The insulin pump will be returned for analysis.